Manufacturer narrative:
D2b. Pro code (product code)-lit, dqy device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, the balloon burst just before reaching pressure. The same product was then used for retreatment without any problem. There were no patient complications reported.

Manufacturer narrative:
D2b. Pro code (product code)-lit, dqy.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, the balloon burst just before reaching pressure. The same product was then used for retreatment without any problem. There were no patient complications reported.